Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system during priming. Customer stated the drive support cap is protruded. Customer's blood glucose was unknown. Advised customer to discontinue the use of the insulin pump and revert to back up plan.